Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint of will not boot up completely and lights up when alarming was confirmed. Event log revealed error alarm. When powering up device it revealed a black green screen and alarmed. This was isolated to the main board which was replaced.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps would not boot up completely and lights up then starts to alarm. No patient injury reported